Event description:
An endurant stent graft system was attempted to be implanted in a patient for the endovascular treatment of a rapidly expanding 62 mm diameter abdominal aortic aneurysm. The patient had challenging access vessels. After both groins were opened the soft wires were advanced easily by the physician. The stiff lunderquist wires tracked easily also. The first device, the 36mm endurant main body would not advance into the aorta from the right side as the vessels were ultimately too tortuous and calcific. A 16 french dilator was passed with some difficulty. Then the device was tried again without success. Sequential dilation with a balloon from another manufacturer was done and some narrowing was seen to be dilated. An endurant aui was attempted on the right and it would not pass into the aorta either. The left side was attempted in the same fashion where a 16 french dilator and then 8mm pta dilation and neither the endurant iis bifurcate or the endurant aui would advance. The decision was made to abandon the endovascular procedure and none of the stent grafts were implanted and to bring the patient back for open aaa repair. Bilateral retrograde contrast injections revealed bilateral common iliac artery dissections so bilateral self-expanding stents from another manufacturer were deployed to address the dissections. The patient was brought back and the physician performed an open repair during the night. The patient had poor signals to the left foot so a left fem-pop bypass was performed resolving the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).